Event description:
It was reported that high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.